Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp). There were no troubleshooting actions performed upon medical appointment, instead a surgical intervention was performed, in which the ipp was replaced with an ambicor device. It was found that the pump connection tubing was damaged. No additional information was reported.